Event description:
Sensors were reading wrong, gave me over bolus amount several dozen times, 3x I spent 4 days in the ICU. Put me in dka many times. Was vomiting blood from organs shutting down; 19 out of 23 sensors went bad and gave bad readings. I would notice sometimes that my bs would tank after giving a bolus after eating. It would generally take me 4 - 6 hrs each time to fight it and get back to where I could function. FDA safety report ID# (B)(4).